Manufacturer narrative:
(B)(4). Date sent: 3/25/2022. D4 batch #: 203a13. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H10.

Manufacturer narrative:
(B)(4). Batch #: 203a13. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences? Did the titanium blade tip brake off? Did the broken piece fall inside the patient? Was the broken piece retrieved? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when using the harmonic focus shears, the tip of the shears broke. A new one was passed because a large part of the procedure was still missing.